Event description:
Procedure: gastric bypass. According to the reporter: the orvil connection plate was visibly damaged. The surgeon changed from a laparoscopic into an open procedure and took out this orvil, made a re-resection of the whole stomach and used a new orvil. Extension of op more than 30 min, extension of incision, change from laparoscopic to open, loss of tissue.

Manufacturer narrative:
Tracking number: (B)(4).